Event description:
A customer observed positively biased trop I results on multiple patients. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported, however, there was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event found no evidence of analyzer malfunction. Investigation by the customer determined that the root cause for the falsely elevated trop I results was poor sample centrifugation prior to analysis. The trop I IFU indicates that samples should be free of cellular material to prevent falsely elevated results. The customer has addressed the centrifuge issue.